Event description:
A report was received that the patient experienced a loss of stimulation due to high impedances. The patient underwent a lead replacement procedure. The physician stated there seemed to be a compression or crack point on the lead. There were no exposed cables.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316 lot # 1720085 description: next generation anchor kit-sterile the returned devices were analyzed and the complaint was confirmed. Sc-2366-70 sn 442035: x-ray inspection revealed fractured cables in the distal end. The fractured cables are the cause of the high impedance readings. There are no exposed cables. Sc-4316 lot 1720085: the returned clik anchor was analyzed and no anomalies were found.

Event description:
A report was received that the patient experienced a loss of stimulation due to high impedances. The patient underwent a lead replacement procedure. The physician stated there seemed to be a compression or crack point on the lead. There were no exposed cables.